Event description:
It was reported a patient presented for an unrelated procedure on (B)(6) 2024. During procedure the right ventricular (rv) lead presented with externalization of the internal coils. The lead was repaired within the same operation. Post-procedure the patient was stable.